Event description:
It was reported that non-sustained rv oversensing was observed via remote transmission. Review of the transmission revealed possible myopotential oversensing. Programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.